Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The drawer was removed, and the position sensor was inspected and reseated, but there was no change; it still did not open far enough to see the rear pockets. A field service engineer (fse) removed the drawer again and replaced the position sensor to resolve. The hardware test application was run successfully, and the application was restarted. The customer was able to recover all failed pockets. Connections were checked, and debris was removed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not recognized as open while trying to recover it. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.